Event description:
Reportedly, the plastic surgeon has used the biosyn suture, undyed, for subcuticular and intracuticular closure. He claims his pts have had an almost 100 percent spitting rate, negatively impacting their scarring, to the point where multiple surgical revisions were performed.